Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the sleeve was secured, it was noted the sensing had decreased on the right atrial (ra) lead. Suspecting that it was caused by a slight change in the lead slack, the slack was adjusted using a stylet. Then,a stable measurement was obtained. During suturing, the patient's condition changed and the blood pressure dropped to 60-range. Echocardiography indicated cardiac tamponade and pericardial drainage was performed. The patient had remained under observation. The lead remains in use. No further patient complications have been reported as a result of this event.